Event description:
It was stated that the insulin pump had a blank display for a few days. The insulin pump was functioning at the time of the call. It was also stated that the insulin pump would erase the settings every time the battery was changed. No blood glucose reading was reported. No further info was provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.